Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump and will use back up pump for insulin therapy if needed. There was no adverse impact to customer¿s blood glucose level.